Event description:
It was reported that during a pulsed field ablation procedure, another manufacturer's guidewire appeared kinked. The physician requested replacement of the guidewire and removed the catheter with the guidewire, after which a large kink and white, stringy debris were observed on the guidewire. After inspection, the team reported the debris did not appear to be tissue and suspected it was material from the inside of the sheath due to the guidewire skiving along the sheath interior. The physician and scrub technician carefully inspected and thoroughly flushed and re-prepped the catheter and reported no apparent damage or residual debris. A new sheath and guidewire were placed, and the original catheter was used to complete the case. The guidewire was removed from the catheter from the distal end after being taken out of the body, and the kinked portion with debris did not pass through the  catheter shaft. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.